Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. The device history record (DHR) for the lot was reviewed and no abnormalities were found. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info requested by fax and mail on 06/22/2011 and by phone on 06/30/2011. A completed questionnaire has not been received. (B)(4).

Event description:
An ophthalmic surgeon reported the shunt was implanted and subsequently explanted and converted to a trabeculectomy because the shunt was loose. The surgery was completed without further incident.